Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment.

Event description:
During l2 ¿ s1 spinal fusion surgery on (B)(6) 2013, the head of a 6.0mm x 40mm matrix screw came off at l2 while the surgeon was using the simple persuader during final tightening. The broken screw was discovered via x-ray in the or. As a result, the surgeon removed the locking caps and one rod and replaced the broken screw with a 6.0 x 45mm matrix screw and reassembled the construct. It was reported that surgery was prolonged approximately 5 minutes. A final x-ray taken during surgery was approved by the surgeon. This report is 1 of 1 for complaint (B)(4).